Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 17007741; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient was experiencing inedequate stimulation. The patient underwent an explant procedure. No further information could be obtained.